Manufacturer narrative:
Pump performed within specifications. Cylinder had or damage. Connector was functional.

Event description:
Device was implanted on 11/19/93. The right cylinder was removed on 12/22/93. The entire device was removed from the patient due to fluid loss on 8/15/96 and another device implanted. Additional information received on 8/27/96 indicates the reservoir was left in place during the 8/15/96 surgery.